Event description:
During surgery the table top stopped responding when the wireless hand controller was depressed. A wired hand controller was then used and the table started to respond only after several attempts were made. The patient was moved to another table. This caused a delay in the procedure. The procedure could be finalized successfully with no injury to the patient. (B)(4). MFR ref#8010652-2014-00022.